Event description:
Boston scientific received additional information that this ICD was explanted and replaced, and it will not initially be returned to boston scientific for analysis. However, it was recently returned a year after the event took place.

Manufacturer narrative:
Boston scientific received information that this ICD was explanted and replaced, and it will not be returned to boston scientific for analysis. Without a returned device, it is not possible to confirm how the device may have contributed to the complaint incident.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis determined this device met specification for longevity with no battery anomalies found.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) has reached elective replacement indicator (eri). An allegation of premature battery depletion has been made. No adverse patient effects were reported.

Manufacturer narrative:
This implantable cardioverter defibrillator (ICD) will be explanted. It is not known if it will be returned to bsc upon explant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.